Manufacturer narrative:
Additional information: account reported that diffuse lamellar keratitis resolved and uncorrected visual acuity is 20/20 for right eye and 20/25 for left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on next day with diffuse lamellar keratitis (dlk) stage iii in both eyes. The topical steroid dosage was increased and oral steroid was prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of light sensitivity. Bcva from (B)(6) 2015, right eye pre-op 20/20 -7.50 x -1.75 x 5, left eye pre-op 20/20 -7.50 x -1.50 x 165. (B)(6) 2015, uncorrected visual acuity right eye 20/20, uncorrected visual acuity left eye 20/25. On (B)(6) 2015 it was reported that dlk is stable, vision is the same and will continue to follow up.